Event description:
It was reported that the user¿s dexcom g7 readings were discordant from fingerstick values by approximately 100 mg/dl over multiple days, during which the ilet pump was in use and the user experienced large glucose excursions with rapid rises and falls; at one point the user was 181 mg/dl with approximately (B)(4) units of insulin on board, and caregivers inquired about adjusting body weight settings or performing a factory reset. Symptoms included low glucose concerns and glycemic variability. Outcomes included urgent low glucose risk requiring oral glucose education and guidance to closely monitor blood glucose. Investigation included troubleshooting and education, triage to clinical support for dosing parameter review, and assignment for additional training. Investigation of this case revealed an unclear cause with a contributing factor of discordant cgm values relative to fingerstick readings while using the ilet with dexcom g7; no device component malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.